Event description:
It was reported that during a lap colon procedure, the clips were ejecting from the jaws of the device. They fell into the patient and were retrieved with a grasper. They got a new device to complete the procedure. There was no patient consequence.

Manufacturer narrative:
Date sent: 5/15/2008. Eval summary: the er420 instrument was returned in good visual condition. The instrument was cycled, fed, and formed the remaining clips within manufacturing requirements when tested. The instrument was fully functional and conforming to manufacturing requirements. While we were unable to recreate the event, we have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.